Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerned regarding dislodgement as there was loss of capture noted during right ventricular (rv) lead testing. There was also an alert for high rv lead threshold. A chest x-ray showed the lead in a different position than the initial post operative chest x-ray. Reprogramming was performed and the lead was programmed off until a revision occurred. The lead was later capped but not replaced. No patient complications have been reported as a result of this event.